Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fill resistance. Customer's blood glucose level was 214-215 mg/dl. Customer changed both cartridge and needle to resume insulin delivery.